Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly .140¿ x .197¿ in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument would not return to neutral or straight position prior to undocking. The procedure was completed with no reported injury.